Event description:
Japan agent alliance registry it was reported that a dissection occurred. The 90% stenosed target lesion was located in the middle left anterior descending coronary artery (lad). On (B)(6) 2024, a rotablator was used for pre-treatment. Intravascular imaging was performed, and it was confirmed that a dissection had occurred. A 2.25 mm x 20.00 mm agent dcb was used. On (B)(6) 2024, the patient was discharged.

Event description:
Japan agent alliance registry. It was reported that a dissection occurred. The 90% stenosed target lesion was located in the middle left anterior descending coronary artery (lad). On(B)(6) 2024, a rotablator was used as a preprocedural, intravascular imaging performed, and it was confirmed that a dissection occurred after pretreatment with the rotablator. A 2.25 mm x 20.00 mm agent dcb used for treatment. On (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
G1 MFR site facility name, MFR site address 1, MFR site city, MFR site county: corrected.